Event description:
It was reported that customer experienced completely cracked screen on pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance from technical support, and no additional information was received regarding the outcome of the event.